Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Device malfunction: clip migrated to the skin surface. Symptoms/ae: clip removal. Time of malfunction and symptoms/ae: during the procedure. It was reported that a physician in-training attempted arteriotomy closure with a starclose device after a diagnostic procedure. The clip was found at the surface of the skin. The physician used kelly forceps to remove the clip from the pt and hemostasis was achieved with manual compression. No additional information available.